Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that pre-op it was found that the battery voltage was low on the device. It was noted that there was a grey bar. The device was not used in any case and therefore no patient complications have been reported as a result of this event.